Event description:
Customer reported bravo capsule failed to attach. There was no harm to the patient or user.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: one capsule was returned to medtronic for evaluation. The capsule electrodes were visually acceptable. The wire that holds the capsule was completely off and the foam gasket was in good condition. As the product was received, the device functioned per specification.

Event description:
A repeat procedure was necessary due to the alleged device malfunction. Intervention was not required. There was nothing unusual about the patient or procedure itself that may have led to this event. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. The device operator has been performing this procedure for over six years. No other known adverse events were reported.